Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was calling on the day of this because she needed to turn off the stimulation. The patient was able to use the programmer and turn off stimulation. The patient stated she was going to see the general practitioner on the day of this call and she thinks he may do some sort of testing and would like to have implantable stimulation (ins) turned off. The was able to use the programmer and turn off stimulation by noting the lightning bolt was not showing in the upper left hand corner. The patient stated she started having diarrhea on the day of that call which was noted as soon and would be seeing general practitioner. The patient would be getting the ins replaced due to normal battery depletion. The patient stated she thought it was due to 25 channels not working but then she said never mind. And reviewed ins was being replaced due to normal battery depletion. The patient reported not feeling stimulation and having a change in urinary symptoms where the implant was only helping "kind of but not really." The patient stated she met with representative, who reprogrammed the implant and stated the ins may need to be replaced soon because there "were only 3 out of 25" programs left and that it was worn out to then get a newer model. The patient noted she has been given medications, which help the urinary symptoms. The patient stated since the reprogramming session, she has had problems with constant bowel movement /diarrhea. The patient stated she may try turning ins off to gauge results. Addition received 3 weeks later indicated that thank patient was admitted to hospital for diarrhea and dehydration for four days and three nights. There was no fault with manufacturer equipment. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.